Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02349, 0001825034-2017-02352.

Event description:
It was reported by legal counsel that the patient was revised nine years post-implantation due to unknown reasons. No additional information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum 42-50mm tpr insrt-3, part # 139254 from lot 386500, was returned and evaluated against the complaint. The insert remains assembled with the returned head. The exposed face of the taper is scratched. Yellow debris is present within the circular cutouts and the seam created between the insert and head. Yellowish-orange debris was observed inside the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Additional information received indicates the patient's left hip was revised approximately 9 years post-implantation due to adverse reaction to metal debris (armd), pseudotumor formation and lysis of the greater trochanter. During the procedure, the pseudotumors were excised and bone grafting materials were used to treat the lysis. There were no additional patient consequences reported.

Manufacturer narrative:
Medical devices: m2a-magnum mod hd sz 48mm catalog#: 157448 lot#: 500940; taperloc por lat fmrl 9x137 catalog#: 11-103203 lot#: 838830; m2a-magnum pf cup 54odx48id catalog#: us157854 lot#: 403200. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision surgery approximately 9 years post primary surgery, due to pain and elevated metal ion. During the surgery, adverse tissue reaction was observed. Two pseudotumors were excised and lytic bone lysis in the greater trochanter was repaired. Corrosive oxidation was seen on the trunnion and inner aspect of the femoral head contact area. Cup and stem were found to be well fixed; head and taper adapter were removed and new head, liner and taper adapter were implanted. Attempts have been made and additional information on the reported event is unavailable.